Manufacturer narrative:
The field service engineer (fse) found that the cuvettes were overflowing. The fse replaced and recalibrated the sample syringe, recalibrated the reagent syringes, cleaned the lines with bleach, cleaned the drain lines and washing station, readjusted the water flow to the cuvettes, and performed a cuvette blank and a 21-cup precision test successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit. Na.

Event description:
There was an allegation of questionable ureal urea/bun and crej2 creatinine jaffé gen.2 results for 2 patient samples on a cobas pro c 503 analytical unit. For sample 2, the initial bun result was 22.6 mg/dl. The repeat result was 47 mg/dl. For sample 3, the initial creatinine result was 0.44 mg/dl. The repeat result was 0.92 mg/dl. No questionable results were reported outside of the laboratory. The bun reagent lot is 67448201 and the expiration date is 31-aug-2023. The creatinine reagent lot is 67517801 and the expiration date is 31-jul-2024.